Event description:
During ptca, the ballon was inflated to 8 atms for 1 minute. Deflation of the balloon was attempted but the device would not deflate the balloon. A syringe was attached to successfully deflate the balloon. A second was attached and the procedure was completed. No pt injury was reportedly associated with this incident.